Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter. Product return status : 2 devices were received for evaluation. Evaluation status : 1 event was confirmed during testing, - 1 device was found to be affected by corrosion, 1 device evaluation is in progress. Product disposition : the device was repaired and returned to the user facility. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation; 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.